Manufacturer narrative:
One (1) photo of a smiths medical cadd medication cassette was received. The photo showed the cassette with a syringe. No leak was observed or visible in the photo. No thorough inspection could be performed because no samples were provided for evaluation. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that this cassette reservoir exhibited leakage. It was noted that no damage to the cassette was observed, however medication was leaking all over outside of the bag. No adverse effects were reported.